Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during loan kit inspection, the loan kit technician discovered that one side of the forceps jaws were fractured. There was no reported patient involvement. This report involves one (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: narrative (forceps fractured) could be confirmed from provided pictures. Investigation site: cq zuchwil. Selected flow: damage - broken. Visual inspection: the reduc-forceps was received with one jaw broken off. There were light scratches along its body consistent with normal wear. No other issues were identified. Dimensional inspection: could not be performed due to post-manufacturing damage. Document/specification review: the returned reduc-forceps was manufactured in april 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. The review of the manufacturing documents has shown that with 1.4021 stainless steel (hardened and tempered) the correct material was used, and that the hardness was within the specification. Summary the complaint condition is confirmed as one of the serrated jaws is broken off. This production lot (t181591) was manufactured in april 2019 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. Based on the provided information ¿ damage noted during loan kit inspection - we are not able to determine the exact cause of this occurrence. However, the damage appears to be the result of unintended forces during use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 399.99, lot number: t181591, manufacturing site: tuttlingen, release to warehouse date: apr 04, 2019. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.